Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a complex angioplasty procedure, involving one onyx trucor coronary drug eluting stent, inflation difficulties were encountered. It was intended to deploy the device at the ostium of the left anterior descending (lad) artery, which exhibited mild tortuosity, and mild calcification with 80-90% stenosis. During balloon inflation, inflation difficulties were encountered and the stent balloon failed to inflate. The proximal luer/hub of the delivery system was found to be broken. Excessive force was not used during delivery. The stent device was retrieved and an alternative drug eluting stent was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the proximal luer/hub of the delivery system was found to be broken when connecting the inflation device. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was noted while advancing the device to the lesion. The same inflation device was used successfully with other devices. The device was inspected prior to use with no issues noted. There were no difficulties encountered removing the device from the patient. Fluoroscopic images analysis: fluoroscopic images confirmed the target lesion at the ostium/proximal lad. The target lesion was pre-dilated on numerous occasions followed by successful deployment of three stents. No images were provided showing the delivery but unsuccessful inflation of a stent. Therefore the cause of the reported inflation difficulties or confirmation of the broken luer/hub could not be confirmed from the images provided. Still image analysis: one still image was received for analysis. The image shows the user holding the device. A detachment was evident immediately distal to the hub. The remainder of the device was coiled in the hoop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned for evaluation with a detachment on the hypotube immediately distal to the hub. The detachment site on the hypotube material was oval. No evidence of inflation or partial inflation was evident. The stent remained intact. No other damage evident to the remainder of the device. Additional information: the luer/hub of the delivery system was unable to connect to the inflation device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.